Event description:
It was reported that during the implant of an ams700 inflatable penile prosthesis the cylinder was reported to have a loss of functionality. The physical examination shows the pump with no liquid content inside it device was attempted and required an extravasation of the hydraulic system of the prosthesis. Another reservoir and cylinder were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Manufacturer narrative:
Additional information received that the device that was implanted in the patient is empty and has no fluid in it. The patient is in good health but the ams700 is not functional. A revision surgery will be booked from (B)(6) - (B)(6). Model-cxr preconnected 12cm ps iz; 72403782. Lot sn- 633861005. Mfg date-01/27/2010. Exp date-01/14/2012.

Manufacturer narrative:
Model-cxr preconnected 12cm ps iz; 72403782, lot sn-(B)(4), mfg date-01/27/2010, exp date-01/14/2012.

Event description:
It was reported that during the implant of an ams700 inflatable penile prosthesis the cylinder was reported to have a loss of functionality. The physical examination shows the pump with no liquid content inside it device was attempted and required an extravasation of the hydraulic system of the prosthesis. Another reservoir and cylinder were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Event description:
It was reported that during the implant of an ams700 inflatable penile prosthesis the cylinder was reported to have a loss of functionality. The physical examination shows the pump with no liquid content inside it device was attempted and required an extravasation of the hydraulic system of the prosthesis. Another reservoir and cylinder were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.